Manufacturer narrative:
Findings: the customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 8.8 mmol/l. The device was returned for analysis. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 8.8 mmol/l. The device was returned for analysis.